Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A DHR review was not conducted as the device has been in the field for more than 12 months. (B)(4). Per the instructions for use, the user is advised the following: to avoid alternate site burns or potential shock, remove all metal objects from treatment area before using the hyfrecator 2000. It is not advisable to use this instrument in the proximity of jewelry, eyeglasses, digital watches, portable radios, pocket calculators, hearing aids, etc. To avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. The hyfrecator should be tested by qualified service personnel on a periodic basis. Conmed suggests examination of the unit at least every 12 months. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device 7-900-115 was being used during a procedure on (B)(6) 2020 when it was reported that "the patient was not grounded (nor did he need to be grounded) frequency was 'high' at 24 he felt a shock on two separate occasions so dr ackerman aborted the procedure and thereafter resorted to heat cautery and pressure." There was no report of injury, medical intervention or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.